Manufacturer narrative:
Unless substantiallly significant information becomes available, this constitues a final report.

Event description:
It was reported that the 9800 system had no image during a case. The 9800 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Event description:
It was reported from a cord blood transplantation facility that a frozen cord blood unit that had been shipped (B) (4) to the facility split during the thawing process. Prior to shipping, the frozen unit had been inspected and photographed and no problems were noted.